Event description:
This complaint is now reportable based on the analysis completed on 12/03/2007. It was reported that during a percutaneous coronary intervention procedure, the rotawire guide wire was kinked after the first ablation. The target lesion was located in the mid left anterior descending (lad) artery. The procedure was completed with another of the same device with no patient complications reported. Patient status was reported as "good". However, the returned product analysis confirmed a fracture of the distal spring tip.

Manufacturer narrative:
Device analysis: the rotawire received is kinked at 135 cm from distal end, the distal spring tip is fractured and was not returned with the wire. Examination of the fracture surface revealed the presence of a bending action. Compression and tension zones were observed. No material anomalies were detected. The fracture surface was caused by a bending moment. Based in specifications and the outer diameter of fractured site, the wire fractured by transition step of .0052" diameter, indicating that at least 2.794 cm (1.1 ") is missing from rotawire distal end. The probable root cause can be contributed to handling damage. The device history record was reviewed and no issues were found.